Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation. No other analysis was performed. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that there was an issue with filling the cassette with medication. No further information was provided. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.